Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 29 mg/dl. The customer reported that the incident may have been caused by bolusing too much. Paramedics were called, and the customer was transported to the hospital where his blood glucose level at the time of admission was 178 mg/dl. The insulin pump was not replaced or returned for analysis.